Event description:
It was reported that the review of this pacemaker patient's report found low out of range pacing impedances on the right atrial (ra) lead. The atrial lead had been previously programmed to unipolar pace/sense due to the out of range impedances, and remains in-service. No adverse patient effects were reported.